Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads gave low flow and were changed to a new set of pads.

Manufacturer narrative:
Received 1 set of 2 used arcticgel pads only. Only the thigh pads were returned. Visual inspection noted no obvious defects. The trim pattern on the pads were correct and the energy connectors were found to be free of damages and presented with a good connection on all of the pads. No manufacturing issues were noted during the evaluation. A functional evaluation was performed via a flowrate test. The pads were connected to the arctic sun machine model 2000 for 10 minutes: left thigh pad: a total of 1.92 l/min m2 flow rate was registered. The pad was noted as crushed. Right thigh pad: a total of 2.09 l/min m2 flow rate was registered. The pad was noted as crushed. According to the test method the flow rate was out of specifications on the two returned pads as the flow rate must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was confirmed as a manufacturing related issue. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4).